Event description:
It was reported that the customer experienced an issue with the t:slim x2 pump, as the battery would not charge and the pump screen remained dark. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.